Manufacturer narrative:
Treatment parameters were not within clinical guidelines as the customer treated the patient with aggressive settings and patient has history of melasma as well. Hyperpigmentation is an expected side effect from laser treatment, however this will be reportable since we do not know the extent of the pigmentation or if it is healing. Since the patient has a history of melasma, there is a possibility it may be triggered from the aggressive treatment. A device evaluation was not required for this incident, since user error was involved.

Event description:
Patient's burns developed into hyperpigmentation on face and neck, areas that were a result of user error.